Event description:
The hosp reported that during bypass there was the inability to blow off co2. The unit was used throughout the case. O2 transfer was sufficient. After bypass a crack in the gas cap was noted. The pt expired later that night. The surgeon, perfusionist, and hosp are not implicating the unit in the pt outcomes.